Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they needed to increase their stimulation because they were having accidents and the therapy hadn't been helping since about 3 weeks ago. The patient denied having any falls or traumas that would have led to the issue. The patient then increased the stimulation but they felt the stimulation at their hip (patient confirmed at their ins site.) The patient then stated "I feel it in the bike-seat' but then patient services heard the samsung handset restart and the patient confirmed that it had restarted but didn't offer an explanation as to why and when patient services tried to clarify if they had felt the stimulation now in the bike-seat the patient stated that now they weren't feeling anything but that when they felt it, the stimulation had been at the ins site. Patient services reviewed stimulation considerations with the patient and suggested the patient might want to try another program. The patient stated they were told they could increase the stimulation however they weren't told about switching to a new program. Patient services redirected the patient to follow up with their managing health care provider (hcp) about a pote ntial program change and to discuss their symptom concerns and where they were feeling their stimulation. The patient state they had a follow up appointment with their hcp in a few weeks but noted they may call back for assistance in making a program change once they talked with their hcp. Documented reported event. No further action was taken by patient services.